Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments. This event is being reported due to the following conclusion: towards the end of a da vinci-assisted gastric bypass (roux-en-y) procedure, an air leak test was performed on the patient's bowel and a small leak was found at an unspecified location. The surgeon then converted the procedure to open surgery to resolve the leak via unknown means. The cause of the complication is unknown.

Event description:
It was reported that towards the end of a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon performed an air leak test and a leak was found on the patient's bowel. At the time the air leak test was performed, the or staff had already removed the da vinci instruments and endoscopes from the cannulas. However, the cannulas were still in the patient and docked to the patient side cart (psc). During the air leak test, air was blown into the bowels and a small leak was found at an unspecified location. The surgeon was unable to gain adequate visualization and therefore elected to convert the procedure to open surgeon in order to resolve the leak. Intuitive surgical inc. (Isi) contacted the initial reporter (a nurse) of this complaint to gather additional information regarding the reported event. The nurse indicating that there was nothing wrong with the robot or instruments they used. The nurse explained however that when they had finished the case, they had lost insufflation. The nurse was unsure if the insufflation was a contributing factor to the conversion to open surgery. Isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon said they did not notice any mechanical or technical issues with the da vinci products in use. The surgeon said they converted because they believe it would be the safest route to take for the patient. The surgeon was unwilling to provide any further specific details regarding the patient/event due to confidentiality issues.